Event description:
It was reported that the holster had a damaged green cable sheath. There is no add'l info available. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 04/07/2008. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the int'l svc center. Based upon the inquiry info rec'd visual and functional examination, the unit was found to require the green (translational) cable replaced. After servicing the unit passed qa functional testing. The device history record has been reviewed via the database. The unit has passed qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.